Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had a fall, the cup had moved (vertical position) which led to subluxation. On opening, the trident cup was solid and unable to be moved. A ceramic liner was replaced and biolox ceramic femoral head with a longer neck. Could not change the position of right acetabular component, could result in further surgery.